Event description:
Per attending surgeon: the "device" was a 4 french glide catheter. A chronic total occlusion of the right iliac arterial system was crossed with a combination of a glide wire and glide catheter. When I attempted to remove the catheter, the catheter was "pinched" by calcium in the arterial plaque, causing it to stretch and break. I do not see this as a failure of the device (the catheter). In fact, I do not believe that there was any defect or problem with the catheter. I see this as an unforeseeable consequence of the severely calcified plaque. We do these operations over 200 times per year, but sometimes idiosyncrasies of the plaque can cause unforeseeable problems. In this case, we had to do a lot of remedial maneuvers to fix the problem, but we eventually successfully removed the retained portion of the device and continued with the operation.